Event description:
This patient in 1976 had bilateral breast implants placed. In april 1991 the patient had a mamography in which a lot of compression was used. Following this time this patient developed symptoms of swelling of joints of the fingers, stiffness and tingling in both feet and ankles with burning sensations. There was some loss of short-term memory. There was no fatigue. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were in tact. There was a nick to the right implant but this was latrogenic during the procedureinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.